Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was post shock oversensing of atrial paced beats due to residual energy in the heart. A boston scientific technical services consultant discussed this was normal behavior that tends to dissipates quickly overtime. Additionally, the oversensing was falling into the noise window so it was not being accounted. There was also a report that the markers were lining up on top of each other. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.